Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent deformed in vivo post deployment. After deployment of the stent, it was noted that the stent struts were elongated at the proximal end. The stent was expanded to approximately 3.5 mm using the maximum stent inner diameter (msid), while the distal segment of the artery was smaller, around 2.0 mm in diameter.. Following post-dilation with a balloon, a second 3.0x22mm onyx frontier stent was used to overlap and crush the proximal part of the first stent. Severe calcification and a 99% lesion stenosis were present in the proximal and mid segments of the left anterior descending (lad) artery. The device was inspected prior to use and negative prep was performed with no issues noted. The device did not pass through a  previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no expansion issues encountered. A second 3.0 x 22mm resolute onyx stent was delivered and used to overlap and crush the proximal part of the first stent with no issues noted. Image analysis: fluoroscopic still image provided confirm that the stent is elongated on the proximal end of the stent. The distal end of the stent image does not appear clear. There may be a degree of bunching but this cannot be definitely determined based on lack of clarity of the stent image. The image suggests that the proximal end of the stent has been elongated. This may have occurred when the delivery catheter balloon was being withdrawn. But there is no narrative to suggest that there were removal difficulties of the catheter. The degree of severe calcification in the proximal vessel may have also impacted the deformation but this cannot be confirmed. Correction: after proximal optimization technique (pot) with a balloon, it was noted that the stent struts were elongated at the proximal end. The lesion being treated was non tortuous. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: proximal optimization technique (pot) was performed with a non-medtronic balloon. It was not believed that the non-medtronic balloon used for pot caused the deformation to the stent post deployment. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.